Manufacturer narrative:
(B)(4). Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient experienced dizziness and slow heart rate. The patient had an in office follow-up the next day, and device interrogation showed high pacing threshold on the right ventricular (rv) lead since (B)(6) 2020. Lead dislodgement was suspected. Subsequently, the device was reprogrammed. The patient will be follow-up for additional testing. Additional information was received, stating that the lead was explanted. In addition, the physician had difficulty explanting the rv lead due to helix mechanism issues. The physician rotated the helix mechanism greater than 30 turns. Another rv lead was successfully implant. No adverse patient effects were reported.